Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016, the patient experienced a blood glucose of 506 mg/dl associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with insulin via their pump. During troubleshooting with customer technical support, it was revealed that the patient had their occlusion sensitivity setting on low. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the black box and pump histories for the date of the complaint had been overwritten due to continued use of the device. There were no occlusion alarms observed in the available black box. The pump was returned with the occlusion sensitivity level set to ¿high¿. The force sensor calibration test confirmed the sensor was detecting the correct force. An occlusion alarm was reproduced for the investigation; the pump gave the appropriate sound and displayed the alarm message on the screen. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The occlusion alarm feature was found to be functioning properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.